Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 12:00:59. During night drain cycle 24, the patient's ultrafiltration reading was 634ml, indicating the home patient (hp) drained 634ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.